Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose levels were impacted; they would reach extreme highs 506 mg/dl and then become low as well.

Manufacturer narrative:
The prod has not been returned for eval. Should new relevant information become available to supplement report will be submitted.